Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used during a dilatation procedure. According to the complainant, while inside the patient, the balloon would not inflate. The physician noticed a leak at the distal end of the balloon upon removal from the pt. The procedure was completed without pt complications and the pt condition was reported as "good". Attempts at follow up with the complainant were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental MDR will be filed.